Manufacturer narrative:
(B)(4) needle detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device was successfully inserted inside the ampulla through the endoscope. As the current was delivered through the device, the needle detached and became lodged in the patient's tissue. The detached needle was successfully retrieved using forceps. Reportedly, there device was checked prior to use with no issues noted. The procedure was completed with a second microknife rx 3l needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual analysis found that the distal end of the needle was found broken, blackened and melted. Functionally, when handle was fully advanced, the needle did not go out and was out of specification. The working length was also found twisted. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors encountered during the procedure that most likely limited the integrity of the device. It is possible that an excess voltage applied during the procedure could have caused the damage found. Therefore, the most probable cause is 'operational context.' A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is no evidence that the device wan not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device was successfully inserted inside the ampulla through the endoscope. As the current was delivered through the device, the needle detached and became lodged in the patient's tissue. The detached needle was successfully retrieved using forceps. Reportedly, there device was checked prior to use with no issues noted. The procedure was completed with a second microknife rx 3l needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.